Manufacturer narrative:
The actual complaint product has been returned for evaluation and is being processed. According to the device history records reviewed for the reported lot number m6257t508, the product met manufacturing procedures and was accepted by quality assurance inspectors. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
It was reported that, the y-connector piece broke off at the tip. There was no harm to the patient, and the catheter was changed out. Additional information has been requested but has not been received.

Manufacturer narrative:
One used suction catheter and one 4.5 y-adapter was received with no packaging. The y-adapter has a tip broken at the point of connection to the adapter body. The tip and body were received. The break is jagged at the edges; however, the bond of the adapter tip to the body is intact. The device history record for the lot number, m6257t508, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The root cause was due to manufacturing. All information reasonably known as of 04apr2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. (B)(4).